Event description:
It was reported the patient (france) experienced a lack of stimulation after the surgical procedure to implant the lead. Intra-operative and postoperative diagnostic testing indicated invalid impedance readings. Additional surgical intervention was undertaken and the lead was explanted and replaced and the patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.